Event description:
Rt was called to pt's bedside. Pt sats in 40's and pt looks dusky and air hungry, currently being bagged by the nurse. Assessed the trach, all seemed ok but pt was not responding. Trach was changed out to the same size and pt sats responded accordingly. Upon inspection of the removed trach, the cuff is not symmetric. It is inflated quite a bit more on one side than the other. Trach has been in pt since (B)(6). Identified 2 add'l trachs with same asymmetry.